Event description:
It was reported that the remote user interface (rui) is not functional. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the acquisition panel. The system was tested and found to be working as intended and placed back into service.